Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer 5 in the auxiliary had read open even though the drawer was closed. A field service engineer (fse) replaced the drawer latch inseparable to resolve the issue. The fse also verified the bus cable connection and tested the device in the hardware test application. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. An attempt to recover the drawer displayed a hardware failure error. The customer power cycled the station by unplugging it for several minutes; however, the drawer could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients and they had to access the medications from pharmacy. However, there were no adverse events or injuries reported based on this event.